Event description:
Pt was receiving ivh at 55cc hourly. An alarm on pump beeped. A resident tried to correct the alarm but failed. A nurse was called to check pump, and silenced the alarm. The nurse returned to the room later and noted that 800 cc of ivh had infused over a 40 minutes period. The rate was noted to be 999cc/hr.